Event description:
It was reported to boston scientific corporation that a set of radial jaw 4 large capacity forceps were used during an colonoscopy procedure performed on (B)(6), 2010. According to the complainant, during the procedure it was noted the needle of the radial jaw was missing. It is unknown if the needle was missing before the procedure or if it fell off into the patient during the procedure. Testing of the device was not performed prior to being used. The procedure was completed with another set of radial jaw 4 large capacity forceps. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the returned device presented a bent needle functionally, the device was able to open and close properly, considering the bent needle. The condition of the returned incident device was not consistent with the complaint; missing needle. We were unable to obtain confirmation that the device received was the complaint device. Based on all the gathered information, most probable cause for this failure is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a set of radial jaw 4 large capacity forceps were used during an colonoscopy procedure performed on (B)(6), 2010. According to the complainant, during the procedure it was noted the needle of the radial jaw was missing. It is unknown if the needle was missing before the procedure or if it fell off into the patient during the procedure. Testing of the device was not performed prior to being used. The procedure was completed with another set of radial jaw 4 large capacity forceps. There were no patient complications reported as a result of this event.